Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. It is unknown if the patient stopped charging the device. Surgical intervention may occur later to address the issue.